Manufacturer narrative:
Additional information provided by the customer. No product will be returned per customer. The customer complaint of leaking from the filter could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking from the filter on the IV tubing . The patient was in pediatrics.

Event description:
The customer reported leaking IV tubing. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.